Event description:
During procedure for lumbar decompression, spinal fusion, autologous bone graft and placement of an spf spinal stimulator, the tip of an acromed probe broke off during use. Retreival of the tip required "emergency anterior retroperitoneal exposure with mobilization of great vessels and anterior lumbosacral junction and removal of forign body from vertebral body requiring partial evacuation." Two physicians.